Event description:
It was reported that the customer had been taken to the emergency for low bgs. The cause of low bgs was unk. The customer declined troubleshooting and did not provide more info about the admission.